Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg) did not have any daily measurements in the daily measurements screen. Also, the ipg was sensing the t wave.